Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose level of 480 mg/dl. Programming was correct and troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.